Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had channel error message appeared on the screen. Based on customer records, it is out of warranty since jan.6, 2022. The staff were administering antibiotics and fluids for a pediatric patient. There was patient involvement but no harm.

Event description:
It was reported that the device had channel error message appeared on the screen. Based on customer records, it is out of warranty since jan.6, 2022. The staff were administering antibiotics and fluids for a pediatric patient. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device operator, other occupation. Additional information : report source, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.